Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient¿s physician¿s office became aware that the patient went into back-up vvi on (B)(6) 2017. The patient was sent home and a procedure was scheduled for (B)(6) 2017. At the procedure the patient was still in back-up vvi where sufficient troubleshooting could not be performed due to low battery status. Due to the unresolved back-up vvi status, the patient¿s pacemaker was replaced. The patient was stable before, during and after the procedure.